Event description:
It was reported that the vns patient passed away. The patient was found dead by the parents. The cause of death and relationship of the death to vns are unknown. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
It was reported that the devices were explanted. The believed cause of death was a seizure. The death was not related to vns. The death was not witnessed. Vns attained seizure reduction. The patient was receiving stimulation at the time of death: 1.5ma, 30sec on, 1.1 min off. The patient was found by his mother with his face in the mattress. The patient had a history of nocturnal seizures. The patient did not have a history of febrile seizures. The patient did not have a history of drug abuse or cardiac/respiratory problems. The patient was compliant with aeds. The explanted devices have not been returned to date.

Manufacturer narrative:
.